Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product returned. Data logs show that about one hour into the case, the placement signal goes out of range with placement signal not reliable (psnr) alarms. Signal-to-noise ratio (snr) drops to 0, lamp maxes at 100, gain drops, light drops. Contrast oscillates +/- 3200. Op metrics do not recover. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impella 5.5 pump to support a patient. The pump lost placement signal, but the pump remained on for the support despite the optical signal loss. Care was eventually withdrawn, and the patient expired.